Manufacturer narrative:
Initial.

Event description:
It was reported that the user paused insulin delivery on the ilet after announcing dinner and also pauses delivery when transitioning from a hot car to an air-conditioned building to avoid further dosing, after which blood glucose reached 196 mg/dl; this was characterized as a use-of-device problem with no specific device component identified. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event was associated with user interaction with the device with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.